Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Date of initial procedure where drain believed to have broken, and fragment left in patient? About half a year ago. No further information is available. Were there any complications reported at the time of removal? No further information is available. Is surgery scheduled to remove fragment? If yes, date? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No. Further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Was the broken drain removed completely from the patient? The broken drain is not removed. Are there any plans in place to remove the drain from the patient? If yes, please provide the date of the scheduled surgery the future treatment plan will be discussed among the doctors. It was commented as follows. The patient is healthy and has not complained of health damage, but in the worst case, procedure to remove the foreign body may be performed. There is a high possibility that a 10fr drain is left in the body. It is scheduled to be removed during an operation for another disease in (B)(6) or (B)(6) of next year. At present, the patient has no health problems other than the residual in the body no further information will be provided. No product is available for return.

Event description:
It was reported a patient underwent a partial mastectomy on an unknown date and a drain was used. A foreign body was found on an x-ray of a patient who underwent the partial mastectomy about half a year ago, and a piece of a drain was suspected. At this point in time, it is not definite, but the diameter is suspected to be equivalent to that of a drain, and there seems to be a high possibility. The patient is healthy and has not complained of health damage, but a procedure to remove the foreign body is scheduled for (B)(6) 2021 or (B)(6) 2022. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.